Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h2; h4; h6; h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined: lid rubber damaged, pliers came loose and locking issue with funnel. The device was returned unrepaired. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and serial combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that one of the lid release latches on the battery housing broke off. No patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2. Foreign - hungary investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.